Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a few pump error 49 and pump error 53. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to the force sensor. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test, determine history pointers failed and software error alarms due to critical pump error.